Event description:
It was reported that a device was implanted below the patient's belt line and was very painful for the patient. The reporter stated that the patient felt like the device was rubbing on his bone. It was reported that the device "got messed up" and was giving him a lot of pain in the liver area. The reporter stated that the patient's pain was "terrible" and the device was removed in (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 377760, lot# v004018, implanted: (B)(6) 2006, product type: lead. Product ID: 355029, lot# n0028594, implanted: (B)(6) 2006, product type: accessory. Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was further reported the area on the hip around the device was really sore.